Event description:
It was reported that preparation of a nc trek balloon dilatation catheter (bdc) was pre-soaked and prepared according to instructions for use. During a mildly calcified, mildly tortuous, mid left anterior descending artery, after a non-abbott stent was implanted, a nc trek balloon dilatation catheter was advanced without resistance for routine post-dilatation. The balloon was inflated to 8 atmospheres one time. On the second inflation to 12 atmospheres, the balloon ruptured. The bdc was removed without difficulty and post dilatation was successful. The procedure was complete. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty inflating was able to be confirmed. The balloon was tightly folded; the shaft was stretched/necked distal to the mid lap seal for a length of 1 mm. Functional testing revealed that the difficulty inflating was due to the stretched/necked shaft. Though difficulty removing the protective sheath was not reported or could not be confirmed by the site, based on the devices visual and functional analysis, the inner member separation at the proximal balloon marker and the stretched/necked outer member at the proximal balloon seal appear to be related to difficulty removing the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent consequences of difficulty with inflation were potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.